Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized due to multiple low flow alarms, chronic worsening heart failure with right ventricle (rv) dysfunction and, atrial flutter with rapid ventricular response. The patient was transferred to another hospital due to poor prognosis and being dependent on vasoactive intravenous (IV) medication. The patient continued to worsen and was re-admitted back to the vad center with cardiogenic shock despite maximal doses of diuretics and IV cardiotonic medications. The patient¿s underlying cardiomyopathy continued to worsen and the patient died due to multiple organ failure and rv failure.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed since log files were not available for analysis. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, right ventricular failure, worsening heart failure, multi-organ failure, and death are known potential complications associated with the implantation of a vad. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to poor vad filling, thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.